Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 1 false positive flu a result. Customer states that a different specimen of the same patient was run previously with a negative flu response. No further confirmation testing was performed and symptomatic status is unknown.